Event description:
It was reported that the ventricular lead had diminished r-waves that resulted in t-wave oversensing. Follow-up with the physician's office indicated that the lead sensitivity was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.